Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication due to system destocking despite available quantity in the cubie. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. A technical support specialist (tss) found that the customer did not have admin privileges. In the cycle count screen was assigned only to bin 02-07. The tss guided the customer through cycle counting bin 02-07, and the customer confirmed qoh was 0. Then reviewed mql item transactions, released the cubies in the cubie admin screen, and instructed the customer to reinsert them; items were restocked. The tss verified in mql that there were no other instances, and the customer confirmed the item could be issued and authorized case closure. The system functioned as intended after the technical support specialist troubleshot the device.